Event description:
A report was received that during a trial procedure there was a lead malfunction and the distal end of the lead was sheared off by the physician. The contacts are intramuscular position to epidural space and were not retrieved. The physician used another lead for the trial and the patient is reportedly doing well.

Event description:
A report was received that during a trial procedure there was a lead malfunction and the distal end of the lead was sheared off by the physician. The contacts are intramuscular position to epidural space and were not retrieved. The physician used another lead for the trial and the patient is reportedly doing well.

Manufacturer narrative:
The complaint has been confirmed. Visual inspection revealed contacts #15 and #16 of the lead were sheared off by the insertion needle.